Manufacturer narrative:
(B)(4). Visual inspection of the trial bearing shows that the trial has fractured and the device shows wear from repeated use with deep nicks, and bearing. The sem report states bending overload as evident by the presence of hackle marks and river lines features on the fracture surface. DHR was reviewed and no discrepancies relevant to the reported event were found. The part#: 32-489040 and lot#: zb120601 has been in the field for approximately six years and nine months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during inspection between cases. No patient involvement.